Event description:
Customer reported that normal saline was infusing to the patient via the alaris pump module. The patient noticed that there was leaking from the pump. Upon investigation, it was found that there was a leak in the pumping segment of the tubing. No patient harm. No additional information was available.

Manufacturer narrative:
Manufacturer's report date: 10/19/2010. (B)(4). This report was filed by the manufacturer. Product evaluated and customer's report of a leak in the pumping segment was confirmed. Visual inspection found a tear in the silicone tubing located below the upper blue fitment. The cause of the tear could not be identified. Lot number was not reported. Based on the model number, the manufacturing database was reviewed back one year prior to the event and no quality issues were noted during production build for the failure mode reported.